Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. The system operates as intended.

Event description:
The precharge error will prevent the system from booting. These problems were found to be due to the batteries being weak. There is no report of injury or death associated with this event.